Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the urgency had been resolved. There were no actions or interventions taken to resolve it and no cause was determined. There were no further complications reported or anticipated.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: (B)(4) implanted: explanted: product type programmer, patient.

Event description:
The patient reported that they still had constant urgency and were going way more, but were barely releasing anything. The patient mentioned that they gave it time, and wanted to change programs. It was indicated that this began a day or two after implant, and "this one was still the same." The patient gave program one week like the manufacturer representative said, but didn't like the program. They were trying to change it, but it wouldn't let them change. It was noted that they thought they were stuck on 2 at 0.4v. The patient stated that it wasn't working. They thought they were on program 1 at 0.6 or 0.7v during the trial. It was also mentioned that they were getting the "upper limit" in program 3 and 4. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.